Manufacturer narrative:
Pump received with button error alarm and intermittent down arrow button response due to corroded keypad traces. No unexpected numbers ramping or scrolling during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer stated that the insulin pump may have been exposed to moisture. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.